Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 500 mg/dl. The customer's current blood glucose was 420 mg/dl. Customer stated that the insulin pump system used within 48 hours of reported high blood glucose event. Customer treated for manual injection and insulin pen. Customer stated that hospitalization treatment insulin drip. Customer stated that presence of leaks or air bubbles in the tubing reservoir. Customer was not using auto mode. Customer stated that insulin exit at the quick release. The insulin pump will not be returned for analysis.